Manufacturer narrative:
The device was evaluated and the evaluation found due to clogging of channel-tube (ch-tube), the tube cleaning brush could not be inserted. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to damage on ch-tube, water tightness was lost; due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of an angle wire, the play of upward/downward and right/left angulation control knob were out of the standard value and the adhesive on bending section cover had white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a protective cap for the chip in the working channel of the colonovideoscope. The issue was found during unspecified procedure. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the channel tube clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material reported in the forceps channel could not be identified and a definitive root case of the issue could not be determined, however, due to an observed forceps channel leak, it is likely that proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.